Manufacturer narrative:
Unknown event date; unknown when second fractures appeared and when revision surgery was completed. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device remains implanted. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on an unknown date due to additional fractures. The original surgery occurred (B)(6) 2020. 1 locking compression plate (lcp) straight wrist plate and 6 screws were temporarily removed to access another fracture for repair and were reinserted at the end of the case. There was no patient consequence. This is report 5 of 7 for (B)(4). This report is for an unknown screw